Manufacturer narrative:
Age at time of event: over (B)(6) years old.

Event description:
It was reported that the tip detached and remains in the patient. The chronic total occluded target lesion was located in the moderately tortuous and severely calcified anterior pedal loop artery. A savion flx was selected for use. During advancement to the lesion with heavy manipulation, the transition point at the tip of the wire broke off in the patients foot. Attempts to retrieve the wire tip were made using a snare, but were unsuccessful. The procedure was completed with another savion wire. There were no patient complications reported and the patients status post procedure was good.